Manufacturer narrative:
Unit was received with the pump completely destroyed. The unit had severely cracked and bleeding lcd glass, severely damage electronic assembly, severely damage and broken motor, damaged force sensor, severely crushed case into two pieces, severely damage and torn keypad overlay, cracked case at battery tube side, crushed reservoir compartment and damaged retainer. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to the completely destroyed pump. (B)(4).

Event description:
Information received by medtronic stated that the battery compartment had crack. No harm was required during medical intervention. The insulin pump will be returned for analysis.